Event description:
Call states that: patient 1 tested 6.1 inr on the device and 4.7 inr per the lab. Patient 2 tested 6.2 inr on the device and 4.2 inr per the lab. Patient 3 tested 5.5 inr and 3.2 inr during duplicate testing. No action was taken based on device results. No adverse event reported for any patient. Requested return of suspect device, however, caller states strips are not available for return.